Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was most likely leak caused by a not well applied o2 sensor. No CAPA needed as user fault. Failing start-up self test with alarm 400 - "inspiration valve or device leaky" and failing inspiration valve self-test due to small measured internal leak <5 lpm. Failing start-up self test with alarm 401 - "inspiration valve or device leaky" and failing inspiration valve self-test due to measured internal leak >5 lpm. Alarm 401 with error 4 only happened when customer did the self-test or the inspiration valve test while they had the blower forced to some levels. When alarm 401 was triggered during start-up, it was always with error 3 (leak). Earlier, there were some start-up procedures with alarm 400. So most likely the issue that it was with the o2 cell not tighten properly, as the customer is saying that the issue is now resolved and the tightness test was also successful.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of log files it show two errors for the nt inspiration valve, there is an error 6 after alarm 400 and error 3 after alarm 401. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that during analysis of the log files it was found out that the bella vista 1000 alarmed inspiration valve or device leaky. The customer confirmed that there was no patient involvement associated from the reported event.